Event description:
The customer reported that it is hard to see the numbers on the led display and cannot control the volume. More information was received with the returned product that stated the product had no volume or sound. There was no pt injury reported.

Manufacturer narrative:
.